Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.00mm x 12mm was returned for analysis. Visual, tactile, microscopic analysis, and leakage testing was performed on the device. Visual and tactile examination of the hypotube shaft identified no issues. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The encore device was verified before and after use using the druck gauge. The device was inflated 3 times, and no issues were observed with the balloon during inflation to the rated burst pressure of 20 atmospheres. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the bumper tip showed signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.